Event description:
It was reported that the patient experienced low flow alarms and device interrogation revealed low voltage advisory events though the patient reported using charged batteries at the time and the batteries and clips were recently replaced. Log file review suggested that the low flow alarms were due to patient condition and not due to the equipment. While in the clinic, the patient had an additional low speed advisory while connected to a grounded patient cable. It was reported that the patient requires an ungrounded patient cable. Upon further interrogation it was determined that the low speed alarm could have been caused by a brief short to shield event.

Manufacturer narrative:
Event: the patient's previous short to shield and use of an ungrounded patient cable is reported under MFR. #2916596-2021-02005. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of a transient low speed event on 11may2022. Based on previous complaint history, this event could be indicative of a potential driveline issue. The submitted log file captured low flow events on 27apr2022, 29apr2022, 30apr2022, 02may2022, 03may2022, 05may2022, 09may2022, and 10may2022. In addition, a transient low speed event was recorded on 11may2022 while the patient was partially connected to the power module. No other notable alarms were captured, and the pump appeared to have operated as intended at the set speed before and after the low speed event. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section lists hypovolemia as a potential late post-implant complication and covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was placed on an ungrounded cable and no further low speed events occurred.